Event description:
It was reported that this pacemaker was found to have the right atrial automatic threshold (raat) test in programmed amplitude or suspended. Upon further review of the stored right atrial (ra) electrogram (egm), atrial undersensing was observed resulting in loss of capture (loc) in the subsequent atrial pace. Technical services (ts) recommended reprogramming options such as increasing the atrial sensitivity. No adverse patient effects were reported. At this time, this device system remains in service.